Event description:
It was reported that a malfunction occurred with the pump, identified by a malfunction code of malf 0, and it could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump as it was still under warranty, and the customer was instructed to use multiple daily injections as a backup therapy to maintain insulin delivery.